Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that prior to implant the devices were interrogated and the battery bar was gray with pre-implant indication. The devices were not used. No patient complications have been reported as a result of this event.